Event description:
(B)(4).

Manufacturer narrative:
The review of the prismaflex tpe2000 set device history record for lot no: 14f1906 shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files show no other complaint for lot no: 14f1906. The prismaflex tpe2000 set was discarded and not available for inspection. The cause of the pt's symptoms remains unk, but are most likely related to the pt's sensitivity to the human serum albumin as opposed to a reaction to the prismaflex tpe2000 set. The pt was premedicated with benadryl for the next two tpe treatments and did not complain of any similar symptoms and had uneventful tpe treatments.